Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s right ventricle lead exhibited a significant increase in capture threshold and pacing lead impedance values. The patient was not pacemaker dependent and no symptoms were reported. No resolution was made, the physician decided to continue monitoring the patient.

Event description:
New information noted patient presented in clinic on (B)(6) 2018 with ventricular tachycardia. The right ventricular lead was still exhibiting high capture thresholds and high pacing lead impedance. Patient was scheduled to see electrophysiologist to discuss extraction and replacement.